Event description:
It was reported that this pacemaker stored three episodes containing crosschamber oversensing of intrinsic atrial signals and atrial paced beats on the right ventricular (rv) lead channel. It was noted that the device had not been checked in a few years, and the patient was not a regular patient of the clinic. Technical services (ts) discussed troubleshooting options and programming considerations, and advised against changing rv sensitivity due to small r-waves. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.